Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note 1: manufacturer contacted customer in a follow-up call on 26-feb-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he did receive the replacement products the day before but that he was currently hospitalized due to a blood clot in his leg; no further information was provided. Note 2: manufacturer contacted customer in additional follow-up call on 03-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 216, 232 and 249 mg/dl; customer was also concerned with back to back blood test results of 199 and 315 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-150 mg/dl. Customer did not know his expected pm fasting blood glucose test result range, stating he had just begun testing in the pm four days prior. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 217 mg/dl and 232 mg/dl using truemetrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/25/2022 and open vial date is one week. The meter memory was reviewed for previous test result history:(B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was returned for evaluation. Reported defect not reproduced. No defect found most likely underlying root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.